Event description:
It was reported that, during an arthroscopy, the firstpass mini's upper jaw was broken into pieces when first stitch suturing on the labrum. The device was broken outside the patient. The procedure was successfully completed with a surgical delay of 3 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in any original packaging. One side of the suture capture is partially detached. The outer barrel is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that pulling the lever will close the jaw and will deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.